Event description:
Caller reported that the indicated battery charge of the pump dropped significantly by 60% in a short period. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to plug the pump into a known working power source and, as a resolution, decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy and was given instructions on returning the pump and placing it into storage mode. The customer understood and acknowledged these instructions.